Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.